Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a gi bleed procedure within the duodenum performed on (B)(6), 2012. According to the complainant, during the procedure, the needle was not able to be extended. The scope was straightened, but the needle still failed to extend. At this time, the device was withdrawn from the patient, and then the procedure was completed with another injection gold probe. No device damage was visible. Additionally, post procedure, the original injection gold probe was tested outside the patient; when actuated, the needle extended, but failed to retract into the catheter. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.